Event description:
On (B)(6) 2013, it was reported that the physician's handheld was giving an sql error at interrogation. There were no known interchanging of flashcards or other potential causes, as this was the physician's only handheld. A hard reset was performed; however, the issue did not resolve.